Event description:
The pt reported that his infusion device displayed a 2.01 and three dashes on the infusion device screen. The pt disconnected the infusion set tubing from his site and changed the power pack. He reconnected the tubing to his site and put the infusion device into the run mode. The infusion device started performing as intended. The pt received the power pack recall information and the shipments of power packs every 2 weeks. He was advised to continue to change the power pack every 2 weeks. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.